Event description:
It was reported that this patient received one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr) with a wide complex. Troubleshooting was performed and the device was programmed to primary vector, changed to one zone at 250bpm and extended smartcharge to max. At this time, the device remains in service. No adverse patient effects were reported.